Manufacturer narrative:
It was reported that the patient presented with pain. Revision surgery to an off-the-shelf knee implant system occurred. Tibial component loosening was identified at the time of revision surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient presented with pain. Revision surgery to an off-the-shelf knee implant system occurred. Tibial component loosening was identified at the time of revision surgery.